Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that service was required for the device. During service, it was noted that the cutter insertion failed. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.